Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current fill estimate on pump showing 19 units instead of the expected approximately 100 units. There was no adverse impact to the customer's blood glucose level. Caller was guided by technical support through the process of filling and loading a new cartridge and will monitor the situation, following up if necessary.